Event description:
New information states that the patient presented for lead extraction. Upon interrogation of the device the rv threshold was observed to be 1.25v@0.4ms with r waves 11.5mv and impedance 460 ohms. There were no episodes in the device showing inappropriate device therapy or lead noise. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, multiple episodes of non-sustained right ventricular oversensing due to the recalled right ventricular lead noise was noted. The noise could not be recreated in the clinic. No programming was possible to eliminate the noise. On (B)(6) 2017, the lead was functioning well and intact upon fluoroscopy and x-ray. The defibrillation therapies were turned off on (B)(6) 2020. The patient had no symptoms during the episodes of oversensing. Lead revision was discussed.

Manufacturer narrative:
The reported events of noise and inappropriate shocks were confirmed. As received, a complete lead was returned in four pieces. Internal insulation abrasion breaching the re cable lumen and inner coil lumen were found at 7.2 ¿ 7.8 cm from the distal tip. The inner coil found exposed and the etfe coating was found intact in this location. Internal insulation abrasion breaching the re cable lumen and inner coil lumen were found at 13.8 ¿ 16.1 cm from the distal tip. The inner coil found exposed and one of the re cable coating was also found to be abraded in this location. Shorts were found between the inner coil and re cables due abraded inner coil lumen and re cable coating. The cause of the reported events was due to internal insulation abrasion between the shock coils.

Event description:
New information states that the physician suspected the patient received inappropriate shocks.